Manufacturer narrative:
Correction: h6 patient codes.

Event description:
It was reported that this recently implanted right ventricular (rv) lead dislodged. The patient experienced pain and discomfort and underwent a chest x-ray which confirmed the dislodgement. It was noted that there was no capture at maximum outputs and there was a greater than 200 ohm change in pace impedance measurements. This lead was subsequently explanted and replaced with no complications. This lead remains in the possession of the facility. No additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted right ventricular (rv) lead dislodged. The patient experienced pain and discomfort and underwent a chest x-ray which confirmed the dislodgement. It was noted that there was no capture at maximum outputs and there was a greater than 200 ohm change in pace impedance measurements. This lead was subsequently explanted and replaced with no complications. This lead remains in the possession of the facility. No additional adverse patient effects were reported.